Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix exceeded the permissible number of rotations and experienced difficulty screwing into the tissue. Excessive torque was delivered to the tip, and it was suspected that the helix was distorted. The lead was abandoned in the patient and replaced by new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching /overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.